Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the lift column power supply.

Event description:
The customer reported that the vertical column was not working. The up and down buttons do not work.